Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced ventricular undersensing and ventricular oversensing on bradycardia and pause episodes which resulted in possible false detections. The icm remains in use. No patient complications have been reported as a result of this event.